Manufacturer narrative:
H3: product analysis stated that the device, tyvek envelope, and an open pouch were placed in a double plastic bag and returned in a large plastic sleeve. Upon return, the pouch was open from 3 of 4 sides, and the device was broken in two pieces. There was no damage noted to the outer assembly or the inner hub when returned. However, it was observed that the inner shaft was broken. The shaft was broken 0.19 inches from the distal end of the inner hub to the broken point. There were traces of dark residue observed on the broken shaft. There were also traces of contamination observed at the distal end of the device/tip, and on the tyvek envelope. The functional testing could not be performed due to damaged state of the device upon return. The complaint was confirmed, due to an out of specification condition. H6: codes b01, c070603, d1102 and g04112 has been updated. The previously updated codes b21, c21, d16 and g04041 were no longer appl icable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stated that the issue occurred intraoperatively, and the bur broke while being used on the patient. The proximal part that connects to the m5 was broken. The broken parts did not come into contact with the patient. The procedure was completed with the another bur.

Manufacturer narrative:
B3: date of event has been updated. B5: additional information has been added. H3: evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. H6: codes e2403, f26, b21 and c21 has been updated. The previously updated codes e2401, f24, b17 and c20 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that bur breaks in to two pieces of the distal end. There was no known patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.